Event description:
A malfunction alarm with code malf 12 was reported by the customer, who did not experience any notable events prior to the malfunction. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.